Manufacturer narrative:
Manufacturer completed the entire form. Add'l manufacturer narrative: the suspect device was returned and evaluated. Testing was unable to duplicate the reported alarm condition; however, a review of the event history log confirmed the presence of a "check clutch reverse" alarm. This indicates that the user manually pulled the plunger out while running an infusion. Inspection of the device found a worn optical motor sensor which was then replaced. Following repair, the device passed all functional and delivery testing.

Event description:
A report was rec'd that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.